Event description:
Reporter indicated that a vns patient was having cervical fusion surgery. During the surgery, the patient also wanted the vns device to be explanted. The patient thought that vns therapy did not "work for her." Reporter indicated that the vns device may not be removed until it can be determined what the issue with the vns device is. It is unknown if the device is functioning properly or if it has been explanted. Good faith attempts to obtain additional information have been unsuccessful to date.